Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. There was no evidence of loss of prime in the black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. A force sensor calibration check passed indicating the sensor was detecting correct applied force. The pump was exercised for 24 hours with no loss of prime occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked.